Event description:
It was reported that the left ventricular lead had an elevated pacing threshold. Reprogramming was performed and remains in use. The patient is enrolled in the avoid delivering therapies for non-sustained arrhythmias in ICD patients (advance) iii study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review noted no anomalies were found.